Event description:
Per the audiologist, reportedly, the patient had been using the cochlear implant system for approximately three years. The parents reported that one morning while putting the device on, the patient suddenly pushed it off and would no longer use it. The patient would not tolerate integrity testing. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.